Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side implant was "disintegrated and exchange from textured to smooth breast implants due to the patient¿s concern with the product manufacturer of the devices unknown. "Use error" has been added due to patient being underage when device was implanted. Device has been explanted.